Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch veriopro meter read inaccurately high. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the evening of (B)(6) 2013. The patient obtained a blood glucose result of ¿7.5 mmol/l¿ with the subject meter. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. About 20 minutes later, while eating his dinner, the patient claimed he had a "seizure." The patient could not confirm what may have caused him to have a seizure. An ambulance was reportedly contacted. The patient obtained a blood glucose result of ¿1.3 mmol/l¿ with the ambulance meter. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have testing supplies for quality control testing. This complaint is being reported because, the patient reportedly had a "seizure" and obtained a blood glucose result with an ambulance meter suggestive of a serious injury after the alleged meter issue began.